Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal. The dso seal was replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was sent in for an unknown issue. There was unknown patient involvement. The device evaluation revealed a downstream occlusion seal.